Manufacturer narrative:
Section d10: additional information. Section h4: additional information. Section h3: additional information. Section f9: approximate age of device: 2 years and 10 months. Manufacturer's investigation conclusion: the reported events could not be confirmed nor reproduced during testing of the returned centrimag 2nd gen primary console. The console was connected to a test mag monitor and a data log file was retrieved successfully. The log file captured the console being powered on at approximately 9:41am on (B)(6) 2019. The root cause of the events captured in the log file could not be conclusively determined. Shortly after the log captured active pump not inserted:m3 and flow sensor disconnected:f1 alarms. The console was powered down soon after. The console was again powered on at approximately 6:30pm. Pump speed and flow were captured at 0rpm and 0lpm, respectively, and the system did not appear to be supporting a pump. The console appeared to shut off approximately 5 minutes after being powered on. The reported events could not be confirmed based on the events captured in the log file and the log did not capture any events which would suggest a console related issue. The returned console was evaluated and tested by the service depot under work order #53649877. The reported event could not be duplicated during their evaluation. The console was tested for an extended period of time with its related motor, evaluated under pi-2019-0029383-04). No disruptions in pump operation or atypical alarms were reproduced during testing. The console performed as intended. Full functional checkout was performed per the centrimag 2nd gen primary console service process and the unit passed all tests. Routine battery maintenance was performed successfully. The returned console was found to function as intended. As a result, the root cause of the reported events could not be conclusively determined nor correlated to a console related issue. The tested and serviced unit was returned to the customer site. Although the root cause of the reported event could not be conclusively determined, per reported information, the perfsuionsit looked at the pump head and there was a massive jelly like clot in the whole of the pump head¿ . Thrombus has the potential to result in the reported events. Reports of similar events will continue to be tracked and monitored.

Manufacturer narrative:
Section d4, h8: correction. Corrected manufacturer's investigation conclusions: the reported events could not be confirmed nor reproduced during testing of the returned centrimag 2nd gen primary console. The console was connected to a test mag monitor and a data log file was retrieved successfully. The log file captured the console being powered on at approximately 9:41am on (B)(6) 2019. The root cause of the events captured in the log file could not be conclusively determined. Shortly after the log captured active pump not inserted:m3 and flow sensor disconnected:f1 alarms. The console was powered down soon after. The console was again powered on at approximately 6:30pm. Pump speed and flow were captured at 0rpm and 0lpm, respectively, and the system did not appear to be supporting a pump. The console appeared to shut off approximately 5 minutes after being powered on. The reported events could not be confirmed based on the events captured in the log file and the log did not capture any events which would suggest a console related issue. The returned console was evaluated and tested by the service depot. The reported event could not be duplicated during their evaluation. The console was tested for an extended period of time with its related motor. No disruptions in pump operation or atypical alarms were reproduced during testing. The console performed as intended. Full functional checkout was performed per the centrimag 2nd gen primary console service process and the unit passed all tests. Routine battery maintenance was performed successfully. The returned console was found to function as intended. As a result, the root cause of the reported events could not be conclusively determined nor correlated to a console related issue. The tested and serviced unit was returned to the customer site. Although the root cause of the reported event could not be conclusively determined, per reported information, the perfusionist looked at the pump head and there was a massive jelly-like clot in the pump head. Thrombus has the potential to result in the reported events. Reports of similar events will continue to be tracked and monitored.

Manufacturer narrative:
This medwatch is reporting primary console (B)(4). The blood pump is reported under medwatch MFR report # 2916596-2019-00717 and primary console (B)(4) is reported under medwatch MFR report # 2916596-2019-00802. The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was a post cardiotomy patient that had required centrally cannulated veno-arterial extracorporeal membrane oxygenation (ECMO) post bypass. The patient was known to be producing clots in various locations. Clots were suspected from within the left atrium and possibly the ventricle. Echocardiography could not be used to confirm. The nurses on duty noticed that the pump flow was dropping but the revolutions were staying at the same level. The perfusionist was called in because clots were suspected in the oxy although the pressures were not rising. The flow then suddenly dropped and pump failure was suspected. The head was switched to the second primary console and once it had gone through its safety checks, the revolutions were set to the required level. The pump could not turn at the revolutions that were set. At this point, the screen went blank on the primary console but the display was still on with regards the monitor. A third primary console was used and the same thing happened. Once the head was removed from the drive motor, the monitor came back on again. The perfsuionsit looked at the pump head and there was a massive jelly-like clot in the whole of the pump head. No additional information was provided.